Manufacturer narrative:
A service visit has been performed and the investigation is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system shut itself off during a surgical procedure. There was no harm to the patient reported. Additional information has been requested.